Event description:
It was reported that the external pulse generator's (epg) atrial and ventricular ports were damaged. It was noted that the cables were unable to be held in place. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) atrial and ventricular ports were damaged. At analysis it was determined that the epg had a backlight issue. It was due to a connector on the main printed circuit board (pcb). It was noted that the main seal was pinched, the display frame was damaged, the hanger and the lower case were broken and contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.